Manufacturer narrative:
Findings: pump received with minor scratched display window, cracked display window, cracked case at display window corners, cracked battery tube threads, missing reservoir tube o-ring and completely broken off reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was dropped and damaged. The customer's blood glucose level was unknown. The customer also stated that the piece was missing from battery compartment. The customer was advised to replace the insulin pump and revert to the back up plan. The insulin pump will be returned for analysis.